Event description:
It was reported that when the vigileo monitor was tested with a simulator after updating the software to version 4.0, the value displayed for cardiac output (co) was 2.9 l/min although the co should have been around 1.5 l/min. Therefore, the displayed value was deemed to be too high. No alert, alarm, or fault message was reported with respect to this event, and no patient compromise occurred, as there was no patient involvement. No additional system-related devices were identified as suspect.

Manufacturer narrative:
The device was manufactured 12-oct-2012 and review of the device history record supports that there were no non-conformances noted for any reason. Examination of the returned monitor was unable to replicate the customer¿s experience. The monitor performed as expected; over 36 hours of ¿burn-in¿ testing was performed to ensure the functionality of the monitor ¿ with no faults observed. Final acceptances test unit (fatu) and safety testing also support that the monitor performed appropriately. No physical damage was observed during the visual inspection. It is unknown whether procedural processes or a specific circumstance played a role in the customer¿s experience, as no fault could be identified.

Manufacturer narrative:
A device evaluation is anticipated but was not complete at the time of this report. A follow-up submission will communicate the results of the device history record review, the returned product evaluation result(s), investigation, and conclusion.